Event description:
Per the clinic, the patient experienced a dislodged magnet resulting in revision surgery to replace the magnet. The surgery occurred on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.